Event description:
New information received notes that the right ventricular (rv) lead had micro-dislodged and failed to capture, resulting in the patient presenting with complete heart block, where non-conducted p waves were observed on telemetry.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. A complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. Visual examination found the helix retracted and clogged with blood/ tissue. After cleaning the blood/ tissue from the helix, the helix could be retracted and extended. The helix length was measured within specifications. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a lead revision procedure. Device interrogation revealed that the right ventricular (rv) lead exhibited increased capture threshold. The rv lead was explanted and replaced. The patient was stable before, during and after procedure.